Event description:
Pt reported being hospitalized, with high blood glucose, and possible flu from 4 days. Pt indicated that, at 2:30 am, in 2005, pt phoned the paramedics, and was transported to the hosp, after obtaining a blood glucose measurement of "hi". Pt reported that during the first 3 days of hospitalization, pt was treated with insulin, via injection; however, pt's blood glucose consistently measured>300 mg/dl. The following day, pt blood glucose began to decrease (values not provided).